Event description:
The following has been reported: tubing error a preliminary review of the logs could not be performed as the log files were not available. The device was returned for an undetermined failure. Upon evaluation it was found the outlet fva pin had severe drag. An internal investigation was done and also found the rear cover o ring was pinched. A cleaning was performed and resolved most of the fva pins drag. At this time it was also found there was contamination on the loading pins as well. Reporting as a conservative measure for the av sticky valve identified during investigation. No adverse effects were reported.